Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ 50 ml concentric luer lock syringes experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: fluid leakage when sampling liquid with the 50 ml syringe. Episode repeated 3 times in a few days, same batch number. All concerned syringes have 2 well marked cutter-type notches on the body of the syringe (no notch on the packaging of the syringe).

Event description:
It was reported that 3 bd plastipak¿ 50ml concentric luer lock syringes experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: fluid leakage when sampling liquid with the 50ml syringe. Episode repeated 3 times in a few days, same batch number. All concerned syringes have 2 well marked cutter-type notches on the body of the syringe (no notch on the packaging of the syringe).

Manufacturer narrative:
H.6. Investigation summary two photos were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be cracked at the 30ml marking. As a result of this damage, the stopper becomes distorted against the barrel wall when moving across this point, resulting in the leak reported. A device history record review found no non-conformances associated with this issue during production of lot 2004252. The final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the defect was caused by a failure in the assembly machine that likely damaged the syringe. A project cor c-526-19 was initiated to reduce damage on our product. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.